Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer's mother reported via phone call that the patient's insulin pump is alarming with no delivery. The patient's blood glucose at the time of incident was 347 mg/dl. The customer's mother stated that the customer has ketones in her urine. The customer's mother was advised on how to clear the no delivery alarm and to change the infusion set and the reservoir. Troubleshooting was declined because the mother was in a hurry. No products were returned, replaced, or shipped.